Event description:
A customer reported that three handpieces were not recognized during a surgical procedure. The incision had been made but phacoemulsification had not begun. The patient was transferred to another facility to complete the procedure.

Manufacturer narrative:
The customer reported that the system was not detecting the handpiece during the set up. The patient was transferred to another hospital and the procedure was completed. The company representative examined the system and was able to replicate the reported event with one of the four handpieces tested. The company representative believes that it was due to inadequate time to cool the handpiece following the sterilization. This was not an issue with the system. The system was then tested and met all product specifications. The system was manufactured on november 6, 2003. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).